Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an "insulin gauge fill issue." There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.